Event description:
It was reported that during un-packaging of the 2.5 x 15 mm xience v stent delivery system (sds), the stent dislodged. There were no issues noted during removal of the sds from the packaging. There was no clinically significant delay in the procedure, and no patient involvement. A new xience v sds was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned 2.5x15mm xience v sds noted contrast on the shaft, which is consistent with handling. The analysis confirmed that the stent implant had dislodged, however, it was not returned with the sds. Return of stent implant may have assisted the evaluation in determining a cause for the reported complaint. However, there were crimp marks visible on the tightly folded balloon between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacture. The protective sheath was not returned, therefore, it is not known how it may have contributed to the reported difficulties. In this case, it is possible that inadvertent handling during removal of the protective sheath contributed to the stent dislodgement. If significant pressure was inadvertently applied during removal of the protective sheath, this may have caused the stent to become damaged and disrupted on the balloon, thereby facilitating stent dislodgement. Although a conclusive cause cannot be determined, there does not appear to be any indication of a product quality deficiency. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is also subject to a stent movement test to verify stent security and dislodgement force. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot.